Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 07-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a patient implanted with a neurostimulator (ins). It was reported that the rep was "on" the operating room doing a possible lead revision as the patient was reporting left great toe pain ¿ lead and ins were on the right side. The rep stated they tested all the way down to 0.7 ma and saw toe and bellows response and all impedances were fine. The only thing that might be an issue was that there was blood inside the lead insulation and at the 0 contact of the ins header block there was a little bit of blood. The rep stated they were able to get some of the blood out of the header block. It was indicated the patient had a fall in july. The patient went into office after the fall complaining of the left great toe pain and one contact had impedances over 4000 ohms. But on the day of the possible revision, impedances were fine. The rep did not know the nature of the fall or if impedances had been checked since then - the office couldn't find any notes besides the ones from july. Additional information regarding the revision procedure noted the ins was disconnected from the lead. The lead was tested at each electrode with the test hook. A bellow and toe response were observed at 0.7 volts at each electrode. The ins header was cleaned along with the proximal lead wiped and reinserted into the ins header. The lead impedances were checked, and all were within normal limits. The incision was closed, nothing was replaced with new equipment. The lead remained at the location of right s3 and the ins remained on the right buttock location. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause was not determined. No further complications were reported or are anticipated.

Manufacturer narrative:
(B)(4) applies to interstim ii (serial# (B)(4)) and lead (lot#va1nxts). (B)(4) applies to interstim ii (serial# (B)(4)) and lead (lot#va1nxts). (B)(4) applies to lead (lot#va1nxts) only. (B)(4) no longer applies to interstim ii (serial# (B)(4)) and lead (lot#va1nxts). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who noted the lead was "impeded" about six months ago. They added that they fell three weeks after implant surgery (not caused by implantable neurostimulator (ins)). They thought the leads were impeded in (B)(6) 2018, but it was confirmed that there was "blood on the leads" and noted having a revision surgery. No further patient complications have been reported as a result of this event.